Event description:
Device evaluation: the test strips have been returned and evaluated by lifescan product analysis on (B)(6) 2013 with the following findings: the test strips involved with this complaint were found to have control solution results outside the range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been returned on 10/25/2013 and evaluated by product analysis (pa) on 1/15/2014 with the following findings: on performance testing with control solution the results were found to fall above the labelled range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.